Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddmb1d4 ICD; 5076-52 lead; 6935m62 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a critical battery alarm and was involved in power switching with a capacity greater than twenty-five percent. The patient heard a loud constant alarm and checked the batteries, which were secure and showing three bars of power. Log files indicated one battery had a critical battery alarm with capacity greater than ten percent. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that the three batteries exhibited communication errors. Two of the batteries remain in use.

Manufacturer narrative:
Corrections: b3, b5, e1, e3, g4, h10 product event summary: the controller (con300739) and four batteries (bat220197, bat219039, bat220348, bat220019) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed functional testing. The returned batteries passed visual inspection. Visual inspection of the controller under 10x magnification revealed hairline crack around power port 1 and 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. An investigation was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller, con300739, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving bat219039 and bat220348 and power switching event due to communication error involving bat219039. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 in volving bat219039, bat220348, bat220019, which is indicative of a communication error. Alarm log file revealed one critical battery alarm due to communication error involving battery bat220348. As a result, the reported events were confirmed. The most likely root cause of the premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarm can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Additional products: d4: serial#: bat220019 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving the battery. Analysis of the alarm log file revealed three critical battery alarms due to communication error involving the battery within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the reported "critical battery alarm" event can be attributed to communication errors between the controller and battery. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation examined momentary disconnections. If information is provided in the future, a supplemental report will be issued.